Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient. Referenced article: pacemaker lead fracture caused by strong lead bending in the pocket with the fixation of the generator in the low prothoracic position. Journal of cardiology cases. 2025. 31: 65¿67 doi: 10.1016/j.jccase.2024.11.009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via journal literature that the ra lead exhibited some oversensing. Sensed p wave and pacing threshold in the atrial lead could not be measured. A chest x-ray showed a strong lead bend in the pacemaker pocket. It was also noted that the implantable pulse generator (ipg) had migrated into the low prothoracic position. Intraoperative x-ray fluoroscopy showed that the atrial lead was almost fully disconnected in the pocket and the internal coil was exposed. The lead and ipg were explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.